Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The physician elected to explant and replace the lead. The patient condition was unknown.